Event description:
A falsely elevated troponin I reuslt of 1.14 ng/ml was obtained. The result was reported to the physician. The sample was retested on the same instrument and a result of 0.06 ng/ml was obtained. The same sample was retested on an alternate methodology and a result of 0.04 ng/ml was obtained. Patient treatment was not prescibed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result is hm maintenance.